Event description:
The customer reported a cartridge alarm 30 issue with their pump. This did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support resolved the issue by arranging to send the customer a replacement pump, providing instructions for storage mode, and outlining the necessary steps for exchanging the pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.